Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device after three days of wear. The customer received sensor scan results of 35mg/dl compared to readings of 119mg/dl respectively obtained on an hcp meter and the results, when plotted on a parkes error grid, fall into the "b" zone. It is unknown whether the customer noted a trend arrow on the device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This report has been submitted in error and does not meet the criteria for abbott diabetes care (adc) reportability criteria. Section b5, when scan results are plotted on the parkes error grid, the results fall into the b zone. The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Initial report MFR# 2954323-2025-22116 was submitted in error. Refer to reports under FDA MFR# 2954323-2025-05649.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device after three days of wear. The customer received sensor scan results of 35mg/dl compared to readings of 119mg/dl respectively obtained on an hcp meter and the results, when plotted on a parkes error grid, fall into the "b" zone. It is unknown whether the customer noted a trend arrow on the device. There was no report of death, serious injury, or mistreatment associated with this event.